Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a bilateral inguinal hernia on (B)(6) 2018 and suture was used. The suture was broken during use. No patient consequences reported.